Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 27-jul-2025, the user reported repeatedly receiving alert 38 (motor stall). During troubleshooting, the user was unable to complete a dry run as the alert occurred during the rewind step. A replacement ilet and supplies were provided, and the device was returned. Blood glucose (bg) was not affected, and no medical intervention was required.